Event description:
A cracked air separator assembly. The assembly was replaced and the affected air separator. Returned to the manufacturer for failure investigation. No patient involvement was reported.